Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h4, h6, h11. Corrected fields: e1, e3. (The telephone number should be in blank in the initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. It is likely that the foreign material may not have been removed because reprocessing could not have been conducted properly due to physical damage on the device. However, a definitive root cause for the foreign material or the gap between acoustic lens and the ultrasound probe could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: "chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures in addition, as to handling of the actual device, as result of confirming contents of the instruction manual, there is following description. It may prevent from occurrence of physical damage. [Warnings and cautions]: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a gap of adhesive on the distal end allowing a stain to enter inside the lens and the air/water channel was clogged with foreign material. There were no reports of patient involvement.